Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was unresponsive and remained on and illuminated which resulted in the battery depleting. There was no adverse impact to the customer¿s blood glucose level. Customer confirmed pump display turned on when plugged into a power source. Customer continued to use the pump for insulin therapy.